Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump and transmitter had issue. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.